Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
Additional information: additional information was received. As a result, the following fields have been updated: section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 2/7/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. A visual inspection revealed that the lens was cut in pieces, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further evaluation could be performed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019 and (B)(6) 2020. (B)(4). Note: the device was manufactured at the (B)(4) site which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted due to the patient complaint of poor vision. The iol was exchanged for an iol of a different model. Additional information received reported that there was no patient injury and no intervention performed. No additional information was received.